Event description:
Site indicated bone fracture-femoral. Treatment: revision/component removal: femoral, tibial tray, tibial insert, patellar, cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.